Event description:
The IV pump was alarming. The nurse paused the IV fluid infusion to investigate. Nurse placed the pump on hold and when she opened the cassette it was noted to be "bubbled" out while inside the IV pump. No patient harm. There have been approximately three events with three different patients with this type of device at this facility.======================manufacturer response for smartsite infusion set with check valve, 3 needle-free valves, vented/nonvented, (brand not provided) (per site reporter).======================no response as of yet. Filled out carefusion form, "report of ballooned/ bulging silicone tubing issue with an alaris IV administration set".what was the original intended procedure?IV fluid infusion.device #1is this a laboratory device or laboratory test?no.